Event description:
General report received of an unspecified number of undocumented incidents of tubing sets ruptured while in use with a power injector; subsequently blood loss was noted. On unspecified dates, it was reported that during CT scans, the tubing sets were being used to deliver unspecified volumes of insovue 300, at unspecified rates between 3.5-4.0m./sec, with a maximum pressure setting of 325 psi via a power injector. It was reported that after the injections were started, the tubings ruptured at unspecified volumes of blood loss were noted. The tubing sets were clamped using the slide clamps. The tubing sets were replaced and the procedures were resumed. There were no reported adverse pt effects and no reported delays in therapies critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.